Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted; concurrent procedures- cystocele, rectocele and enterocele repairs, and lysis of vaginal scar bands. It was also reported that patient underwent sling removal/revision concurrently with implants on due to mesh erosion. It was reported that patient underwent division of apical vault mesh band on (B)(6) 2005 due to pain.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent a surgical repair of ventral hernia on (B)(6) 2012 due to ventral hernia. It was reported that patient underwent excision of exposed vaginal mesh and lysis of suburethral sling on (B)(6) 2014 due to exposed vaginal mesh and bladder outlet obstruction. It was reported that patient underwent interstim full system implant (stage 1 and stage 2) on (B)(6) 2014 due to urge urinary incontinence, overactive bladder, urinary urgency, urinary frequency, and failed conservative therapy. It was reported that patient underwent removal of interstim lead and ipg on (B)(6) 2014 due to desired removal of interstim device and posttraumatic stress disorder. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. Additionally, on (B)(6) 2005, mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.